Event description:
Patient (user) changed from another brand of catheter to m14. He found the catheter was too flexible so he had to touch the catheter much more than usual to successfully insert it. Patient feels this caused him to experience a urinary tract infection. Patient was treated by his doctor with a 10 day course of antibiotics. When the infection did not clear up he went to the hospital and received another 10 day course of antibiotics. After 10 days he still had symptoms so he returned to hospital at which point he was admitted. Patient was placed on IV antibiotics for four days which successfully cleared the infection.